Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, pain and bleeding. She states that her activity level is limited. And also complains of tiredness since the surgery - on exam, the wound has serous drainage. There are sutures present along the posterior wall of the vagina and at the apex of the vagina from the surgery this is to be expected and is the site of the patient's serous type drainage. Continue to use her hormones in the vagina to promote healing. Postoperative visit, doing very well. Pelvic exam shows there is very good support to the urethra. I ((B)(6), m.d.) Do feel the mesh very close to the surface on the left-hand side and I am having the patient returned in four weeks to reevaluate this if need to we possibly might have to resect a small portion of the mesh and oversold device and the coast &#63504;prescribed vagifem 25 mcg. The screen is pocking me. I have to be careful when I walk&#63489;also knows that after sexual encounter her husband have a small discrete on his penis. &#62282;pelvic exam reveals inside the vaginal introitus on the left-hand side where the trans obturator tape was placed it has eroded through the vaginal mucosa and it is palpable I ((B)(6), m.d.) Can barely visually see at less than 4 or 5 mm in size. Because of its difficulty getting to this site and to bring the patient to surgery give her general anesthesia which will relax the area for excision of this small portion of tape and reapproximation of the vaginal mucosa &#63497;instructed to schedule surgery. Underwent excision of approximately 1 cm of tape under general anesthesia. Yes. Following the mesh revision surgery, she developed serious complications such as pelvic pain and now having a lot of difficulty with urination, unable to empty her bladder and is leaking urine when she laughs or coughs, chronic urination problems with voiding for which required a catheter for about a week, urinary retention and urinary tract infection during interim period from (B)(6) 2007 to (B)(6) 2009 (interim medical records for the time period (B)(6) 2007- (B)(6) 2009 are not available for review) for which she underwent the following in-office procedures as given below:removed small piece of mesh that was protruding through. Upon further evaluation the patient has extremely good support and was there is one more small area posteriorly that the mesh could be seen which was grasped a cup and this area was also resected again with spontaneous closure of the vaginal mucosa. Cystometrogram for nocturia, retention, incontinence and difficulty urinating since injury after heavy lifting: reveals post void residual (pvr) 220. Leak at 3rd sensation with cough and while standing. No leak with strong valsalva x 3. No detrusor contractions. Cystoscopy, cystometrogram, electromyogram and uroflow which demonstrated some relaxation of the posterior bladder wall, good bladder neck support and trigonitis present with chronic cystitis. There was 1+ trabeculation of the bladder wall. The urodynamic portion of same showed an uninhibited baseline without detrusor contraction and a maximum capacity of 531 ml with the first sensation at about 193 ml - recommended to stay on chronic antibiotic therapy; will be seen in a month for follow-up of same and placed on macrobid therapy. Patient was diagnosed with bladder infection with cystitis cystica, on low dose, longer term antibiotic therapy, slight bilateral flank tenderness with palpation pyelonephritis, possible uti, lower abdominal pain, which is dull to sharp and also burning sensation every time she urinates; she was also having difficulty urination and has urgency, dysuria, vaginal itching, cloudy urine; still have hematuria (on wiping), also fevers and chills, feeling cold during interim period from (B)(6) 2009 to (B)(6) 2012 (interim medical records for the time period (B)(6) 2009 - (B)(6) 2010 are not available for review) for which she was managed with intramuscular rocephin, augmentin 875 mg, nitrofurantoin, macrobid, topical estrogen, premarin 0.625 mg cream and macrodantin 50 mg and cephalexin. (On (B)(6) 2011, cystoscopy revealed cystitis cystica, but original report is not available).as per last available record on (B)(6) 2012, patient did not present with genitourinary complaints and uti symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.